Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: vyaire received the sample for evaluation. The service technician was unable to duplicate the reported issue, but the issue was confirmed through the event logs. A root cause could not be determined. No functional issues were found during testing, thus no further actions were needed. Able to confirm the reported complaint through the events log and duplicated during functional check. The root cause was determined to be a solenoid failure.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the sipap ventilator experienced went into demo mode while on patient. The display showed unit was in live demo mode but continued to function properly. As an intervention, they removed unit from patient. Re-set unit into normal mode and put the patient back. The customer confirmed that there was no patient harm associated with the reported event.